Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received device. The balloon was noted to be discolored, and the shell and center patch were dark blue in appearance. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed and, the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from three separate openings on the shell. The first opening in the shell, located on the anterior portion of the balloon approximately 0.8 inches from the center patch, was noted to have striated edges, consistent with damage from a surgical tool. The second and third openings, located on the posterior portion of the balloon, opposite the center patch, were both noted to have striated edges consistent with damage from device removal activities. No particles were noted on the inner surface of the slit valve. The slit valve was noted to be discolored, and was dark blue in appearance.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient complained of greenish urine".